Event description:
The event is reported as: complaint alleged - the balloon deflated and catheter slipped out. Catheter was placed postoperatively (prostatectomy). Balloon was inflated with 30 ml glycerine solution. Balloon was tested prior to use without any issue. Pt current condition is unk. Add'l info has been requested.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.